Event description:
The sales representative reported on behalf of the customer that the sb936, detachable pouch 3x6" 5ea/box, was used during a laparoscopy cholecystectomy procedure on (B)(6) 2022 when it was reported ¿at the time of extraction of the bag containing the gallbladder from the trocar it was a lack of plastic coating that covers the part of the rigid core of the garrison was evident. The piece was extracted immediately by patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. Further assessment questions were asked to clarify the event and what occurred; however, to date no response has been received from the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence and will be reported as a voluntary distributor report.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.